Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 producted results of 175 mg/dl and 165 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not provided): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 175 mg/dl and 165 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not provided): (B)(6). Adverse event not reported.